Event description:
A spinal cord generator was implanted. According to the surgeon's history and physical, although it covers her areas of pain, it turns off spontaneously for 2 to 3 days. "Pt who has had two spinal stimulators placed in the last year. These were boston scientific systems: she had excellent coverage in her back and lower extremities; however, she had problems with generator malfunctioning. Generator was replaced and she would still require the assistance to be charged every three to four days. She had worked with engineers of boston scientific and they felt there were no options for her. She wants to switch to a different company to see if she can get better results with a different company hoping that she could recharge at least once a week rather than twice a week."